Event description:
It was reported the ipg is inoperable due to lack of recharging. The physician has planned to explant the system with no plans to re-implant.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.